Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site attempted a spin but it did not transfer over to the imaging system. The scan did not have a nav tag. They had stealth1 selected as the navigation connection and said everything was green on the acquire images screen. The site mentioned the imaging system tracker may have been out of view at some point. Technical services recommended they re-spin and the issue was resolved. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. Eval code method 10 is associated with this analysis eval code result 3221 is associated with this analysis eval code conclusion 4315 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.